Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has delivered appropriate therapy to ventricular tachycardia and ventricular fibrillation episodes, but the therapies have not been completely effective. Technical services (ts) was inquired if inversing the polarity may be more effective in the patient. Ts stated that inversed polarity would still not be 100% effective but found that it converted the patient in a reviewed treated episode. Changing the polarity would be a clinical decision to be taken by the health care professional. Further information was received indicating defibrillation threshold (dft) test was made and the polarity was inversed. This ICD remains in service and no additional adverse patient effects were reported.